Event description:
Event description cpi received information that this large patch lead was removed from service, capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician found the lead was fracture, he elected to replace the entire lead system with an endotak lead. Two large patch leads are involved in the patient's lead system, cpi is unable to determine which serial had the problem, therefore will report on serial 120424 at this time.